Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection was performed on the sensor patch and no issues were observed. Removed the sensor plug and performed visual inspection of the sensor plug assembly. No failure mode was observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
A customer reported receiving a higher reading on the adc freestyle libre sensor scan compared to a capillary test on an hcp meter. The customer reported experiencing symptoms of hypoglycemia and lost consciousness. An ambulance was called and a reading of 180 mg/dl was received on the hcp meter compared to a reading of 400 mg/dl on the freestyle libre. The customer was diagnosed with hypoglycemia and treated with glucose by injection. It is noted that neither of the readings provided are not indicative of hypoglycemia. However, the timing of the readings is unknown and the complete details of the event are unknown, as the customer was later informed of the incident by medical personnel. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a higher reading on the adc freestyle libre sensor scan compared to a capillary test on an hcp meter. The customer reported experiencing symptoms of hypoglycemia and lost consciousness. An ambulance was called and a reading of 180 mg/dl was received on the hcp meter compared to a reading of 400 mg/dl on the freestyle libre. The customer was diagnosed with hypoglycemia and treated with glucose by injection. It is noted that neither of the readings provided are not indicative of hypoglycemia. However, the timing of the readings is unknown and the complete details of the event are unknown, as the customer was later informed of the incident by medical personnel. There was no report of death or permanent injury associated with this event.